Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm, motor error alarm or unexpected failed battery alarm during our testing noted. The motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 393. The customer did not report motor position encoder error alarm. The customer was able to rewind pump. The customer received 1 motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to do troubleshooting for failed battery test and no delivery alarm.